Event description:
It was reported that a spectrum pump had an inoperable keypad. The customer stated the soft keys don't work. It was also reported there was no patient involvement. During baxter's evaluation of the device, it was discovered that the soft keys had intermittent operation.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was reproduced. The device evaluation confirmed the first two soft keys to be sensing intermittently caused by a failed keypad. The remaining keys were tested and were found to be functioning as expected. The front case assembly with the failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.